Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an e226 (scope communication error) error code when used with the endoeye camera head. The monitor screen turned black for a few seconds. There was no more visibility of the operation field. The issue occurred during a fundoplication procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, error code e226 and image blackout, could not be identified. It was confirmed that error code e226 occurred in the past; however, could not confirm any information from the available logs, so could not surmise a cause. Due to the device not being returned, and no other information was available, regarding the image blackout; therefore, unable to surmise a cause. Root cause could not be identified for either events. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review: not applicable because the malfunction was not caused by a misuse of users.¿ olympus will continue to monitor the field performance for this device.